Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-14 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dy sfunction/sacral nerve stim and urge incontinence. It was reported that they had called the hospital and the girl that usually takes care of it must have went out today or something. It was hurting them. The stimulation was too high. The last time they saw the man ufacturing representative (rep) at the doctor's office they changed all the settings. It had been bothering the patient since they changed the settings. When they first had the implant they didn't even know they had it in. It now vibrated all the time, right now and it was very high. Walked caller through trying to check their settings and the communicator wouldn't turn on. Patient said they had never charged the communicator. Tried walking the patient through which cord to use to charge the communicator. Patient kept saying they didn't' fit. Patient said they were going to call back.